Event description:
The pt experienced femoral supracondylar fracture in spring, 2003, was treated with ocs. Tge ot experienced a non-union and a t2 nail was implanted in 2003. 2003, a fracture of the 85mm locking screw was found. The pt underwent a revision for removal and replacement of the end cap and broken 85mm screw.